Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 4. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.